Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to forget transmitter in bluetooth settings, remove all bluetooth devices from immediate area, reset smart device, enable bluetooth, launch g5 application, pair the transmitter, and verify bluetooth symbol is flashing. Patient was also advised that there was a software update available for their smart device. No additional patient or event information is available.